Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. There was no adverse impact to the customer's blood glucose. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.